Manufacturer narrative:
The reported failure of (active exhalation and the device software has detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor) is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The trilogy evo ventilator was returned to the third-party service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device at the service center an error code in relation to (active exhalation failure) was recorded in the device event log therefore the device proportional valve was replaced to address the issue. An error code in relation to (the device software has detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor) was recorded in the device event log. A diagnostic test was performed and the fio2 receptacle verification failed due to the in-line filter. Prox was clogged with dust. Moisture penetrated the blower and corroded the blower therefore the in-line filter. Prox and blower assembly were replaced to address the issues. Additionally, during the service of the device, components were only replaced as part of maintenance of the device. The device passed all final test.